Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device replacement for normal elective replacement indicator, it was noted that there were episodes of noise that resulted in automatic mode switching (ams) on the right atrial (ra) lead. All other electrical parameters were stable and in range. The ra lead was capped and replaced and the patient was stable.